Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. It was further reported the patient luer connector was not properly attached to patient line tubing; luer connector was not fully attached to the tube. This was observed after priming, when the caregiver (cg) removed the patient line from the organizer. The cg would dispose the supplies, and start over with new supplies. There was no patient injury, or medical intervention associated with this event. No additional information is available.